Manufacturer narrative:
The account found the CPR switch was sticking due to the lint in the switch. The account cleaned the CPR switch to repair the bed.

Event description:
The account alleged when he presses the head up switch the head section raises about a foot but will then stop. When he lets off the head up switch the head will run back down.